Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical technician spoke with the lead respiratory therapist who confirmed that the filters were in place and there was no infestation of the device. The respiratory therapist has since removed the device from isolation and placed it back in use as there was no evidence of bedbugs. D4 - product UDI is corrected.

Event description:
Philips received information from the customer on the v60 ventilator indicating that the device was on a previous patient who had bed bugs. The customer is now concerned that the bed bugs are in the device and want to know how to sanitize it. There was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. The device was removed from service. The remote service engineer (rse) advised the customer to take the device off of the stand, remove the battery, and wrap the device in a plastic bag. The rse also advised the customer to get information on how long bed bugs can stay alive in that environment. Once that time has passed, the device should be disassembled to clean out any remnants. Additionally, the rse recommended replacing airpath components if the customer is concerned about them being contaminated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened, and a supplemental report will be submitted.